Event description:
It was reported that customer experienced hypoglycemia. Customer's blood glucose value was [b][6]. Customer declined troubleshooting for low blood glucose. The customer was treated with juice for low blood glucose. It was not confirmed whether the customer was using auto mode. Customer reported that the sensor did not stick to the skin and came off. Customer reported that the sensor penetrated the skin. The device will not be returned device for analysis.hold for brandi 2.14

Manufacturer narrative:
[B][4]. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.